Event description:
(B)(6)clinical study. Same case as MFR ID # 2134265-2013-01916, 2134265-2013-01946. It was reported that following a percutaneous coronary intervention, the patient experienced ischemia and in-stent thrombosis. The 3.6mm diameter, 65% to 75% stenosed target lesion was located in a saphenous vein graft (svg) to 1st obtuse marginal (om1). The 3.5x16mm promus element stent was implanted in the proximal svg lesion, resulting in 5% stenosis. The second 3.5x16mm promus element stent was implanted in the mid svg lesion, resulting in 5% stenosis. The 3.5x20mm promus element stent was implanted in the distal svg lesion, resulting in 5% stenosis. In (B)(6) 2012, patient was hospitalized and diagnosed with exercise induced ischemia. Patient underwent angiography without revascularization. Angiography revealed in-stent thrombosis of the previously implanted stents in the svg to om1. Medication was given to treat the thrombosis event. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Date of birth: 1945. Device is a combination product. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).